Manufacturer narrative:
This report is submitted on february 14, 2018 by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent skin revision surgery to excise skin (date not reported), however the issue could not be resolved. On (B)(6) 2018 the patient was placed under general anaesthesia in order to replace abutment. The implanted device remains.